Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced an unspecified failure. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced failure was confirmed during product evaluation by baxter service personnel. Failure code 500:xxx occurred shortly before device was received for service. This condition was found to be due to a stuck key/button. The lock out button and rear assembly were replaced to correct this condition. The user interface module software version for this device is colleague 2006 (5.09.90). A service history review revealed that the device has not been previously sent into service for the reported condition of "failure". A device history record review was also performed finding that the pump had a battery icon that delayed in displaying. This was not repeatable.